Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have concerns regarding gum recession. Their lower gums appear to be receding. Requested additional information and photos for further evaluation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.